Event description:
Related manufacturer report number: 2017865-2022-39902. During follow-up, increased pacing impedance was observed on the right atrial (ra) lead. During a revision procedure, ra lead damage was observed and insulation damage was observed on the left ventricular (lv) lead. The event was resolved by explanting and replacing the ra and lv leads. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and right atrial lead damage were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found damages consistent with occurring at time of procedure. X-ray analysis found the inner coil to be fractured/broken at the suture sleeve tie down location. The reported event of high pacing impedance was isolated to the fractured inner coil consistent with fatigue fracture.